Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the outer insulation was abraded at 6.0 cm - 6.7 cm and 8.5 cm - 8.6 cm from the distal tip. The lead abrasion is consistent with that produced by friction to another device. .

Event description:
It was reported that the atrial lead exhibited an anomaly. The lead was explanted and replaced.